Event description:
It was reported that a patient exhibited noise on the right ventricular (rv) lead. The patient felt discomfort when the rv lead was manipulated. The physician suspected dislodgement and cardiac perforation. The physician elected to explant and replace the rv lead. The patient condition was stable after the procedure.